Manufacturer narrative:
On 6/16/2015 the power on rvad returned to normal and ldh is trending downward with plan to stop bivalrudin drip once inr is greater than 3.5. The pump remains implanted and therefore is not available for analysis. Although a definitive conclusion cannot be made without the return of the device, patient factors including history of thrombotic events, medical noncompliance are factors that may have contributed to the event. There is no indication that any device performance or manufacturing issues impacted the event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) nurse practitioner that the patient was progressing well status-post bivad implant performed (B)(6) 2015 when high flows were noted on the right vad (rvad) on 06/01/2015. The ldh increased slightly to around 600. There were no other signs of hemolysis. Log files sent to the manufacturer confirmed watts outside the normal operating range and showed that the watts had begun to increase on 5/30. The patient was started on bivalirudin and integrelin drips. On (B)(6) 2015, site reported the ldh was slowly trending down but watts were still elevated with a plan to continue medical management for now.

Manufacturer narrative:
On (B)(6) 2015 the power on rvad returned to normal and ldh is trending downward with plan to stop bivalrudin drip once inr is greater than 3.5. The pump remains implanted and therefore is not available for analysis. Although a definitive conclusion cannot be made without the return of the device, patient factors including history of thrombotic events, medical noncompliance are factors that may have contributed to the event. There is no indication that any device performance or manufacturing issues impacted the event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and use of all vads are associated with numerous risks including thrombosis as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, as outlined in the labeling, may be indicative of thrombus or other tissue fragments in the pump. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.